Manufacturer narrative:
This information has not been provided. Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
A prodisc-c implant placed at c4-c5 on an unk date was removed due to pt's continued neck pain.